Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported before making the primary incision on the patient's left eye during laser assisted cataract surgery, the capsule was torn about three clock hours and the lens had fallen back. A vitrectomy was performed and the doctor was able to put a lens in the sulcus. The capsulotomy, lens and arcs were treated without complications. The surgeon reported noticing the anterior tear in the capsulotomy in the operating room and the lens was displaced before he started the surgery.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).